Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for this device could not be performed since the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported a prostyle device was used; however, the suture did not capture the artery. The knot did not form. The method to achieve hemostasis was not specified. No additional information was provided.